Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula retracted inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used. 1 remaining sensor performed bicarbonate buffer test. The sensor failed per specification with no isig readings detected.

Event description:
The customer called and reported her sensors were failing and that one of them was missing a cannula. Customer was unsure of what happened to cannula. The customer stated they were receiving lost sensor alarms, and the other sensor was bent upon removal, with blood on the surface and in the plastic. Customer's blood glucose was 7.4 mmol/l. Customer was advised the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.